Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Reportedly, the hospitalization was due to a non-tandem infusion set falling off. Multiple attempts were made to trouble shoot the issue however, no response was received. The infusion set brand and manufacture was not provided.